Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. The device was extensively tested without observing any discrepancies. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device did not deliver a defibrillation shock twice during a test of the device. On the third attempt, a shock was delivered. Then during transmission of the data, the device suddenly powered off. There was no patient use associated with the reported event.

Manufacturer narrative:
The supplemental medwatch report indicates: physio-control evaluated the device but could not reproduce the reported issue. Physio did verify from the electronic patient record and the key log that were downloaded from the device, that the device had indeed powered off. The device was extensively tested without observing any discrepancies. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined. The supplemental medwatch report should indicate: physio-control evaluated the device but could not reproduce the reported issue. Physio did verify from the electronic patient record and the key log that were downloaded from the device, that the device had indeed powered off and additionally, the user manually dumped the defibrillation charge on two occasions before the device successfully delivered defibrillation energy. The device was extensively tested without observing any discrepancies. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported power issue could not be determined.  The cause of the reported failure to deliver defibrillation energy appears to be due to a use error.

Manufacturer narrative:
Initial medwatch report indicates: (B)(4). Physio-control evaluated the device but could not reproduce the reported issue. The device was extensively tested without observing any discrepancies. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined. Initial medwatch report should indicate: (B)(4). Physio-control evaluated the device but could not reproduce the reported issue. Physio did verify from the electronic patient record and the key log that were downloaded from the device, that the device had indeed powered off. The device was extensively tested without observing any discrepancies. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.